Event description:
It was reported that the blue winged luer cap of a small volume infusor was missing from the package. The cap was not attached to the distal luer. This was observed when the package was opened prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between may 15, 2024 ¿ may 16, 2024. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.